Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned for evaluation. It was reported that heartmate ii left ventricular assist system (lvas), serial number (B)(6), was exchanged on (B)(6) 2021 due to pump thrombosis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6 outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pump was exchanged. Reason for exchange was noted to be for pump thrombosis. Inotropes were initiated.